Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: the suspect pump was returned for evaluation. "No disposable" alarm was recorded in the event log several times. Service history identified that one previous repair has been noted in the past 12 months. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to anomaly in the upstream occlusion sensor. As a result, the upstream occlusion sensor was replaced. The device passed all functional testing after repair.

Event description:
It was reported that an alarm was triggered, but no error message was displayed. There were patient involvement and no adverse event reported. Evaluation of the returned device identified that anomaly in the upstream occlusion sensor. This could cause interruption of therapy.